Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and the device evaluation. The device was returned to olympus for inspection, and the customer's complaint was confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Based on the results of the investigation, it¿s likely the purple/green image occurred due to a defective cable unit. The final root cause of this event was unable to be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This supplemental report was submitted to provide additional information regarding the event (b5). The investigation is still in progress; however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer further reported that the unknown intended procedure was completed without delay.

Event description:
The customer reported that during preparation for use, the image became purple/green in color when holding the handle vertically. No death or injury and no impact to patient or other has been reported.

Manufacturer narrative:
A review of the (DHR) manufacturing and quality records for the affected serial number was reviewed without detecting any non-conformities or deviations regarding the described issue. The investigation is still in progress; however, if additional information becomes available, this report will be supplemented accordingly. In general, the end-user is required to inspect the device for defects, check the function of all devices and have alternate equipment prior to use.